Manufacturer narrative:
Device not returning. A direct correlation between the left ventricular assis system (lvas) and the reported event could not conclusively be established through this evaluation. Pump was not returned for evaluation. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age, sex, and weight were not provided. (B)(4). Approximate age of device ¿ 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to subarachnoid hemorrhage. Additional information was request, none has been provided.